Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the lead migration was unknown. The manufacturer representative stated that the reason of the MRI was due to other issues, unrelated to the device or therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# unknown implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer. It was reported that the patient's lead came loose so they had it replaced. They stated that they were having a hard time charging. Charging wasn't too bad when they were first implanted but since the lead revision they've had a hard time charging. The patient was sent adhesive discs to help with the charging issue. No further complications reported.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), serial# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient said "his lead is loose, not connected, not functional." It was reviewed if lead is disconnected from the ins it would be considered an abandoned lead and full body MRI would not be recommended. The MRI tech called back and noted the patient stated the leads are connected to the ins but what the patient actually intended in the initial conversation is that he leads have moved from their original position. Caller wanted to know if patient was still eligible and it was reviewed we wouldn't give that confirmation because we can't know exactly where the leads are located, what happened etc. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the caller stated the patient has a full body system implanted. Reported that the patient had both leads in the epidural space, but one of the leads migrated out of the epidural space. The lead is in the postural soft tissue of the spine. They want to know if the patient is full body eligible. No further information was reported.